Manufacturer narrative:
This complaint could not be confirmed. The unit was returned for eval and the following results were documented: the roller pump passed visual inspection; all rollers, assemblies and knobs rotated freely; the pump was connected to a lab advanced profusion system (aps1) simulator and passed all functional testing; the data logs were downloaded and later reviewed. No errors, or belt slip occurrences were found within the log. The pump was operated for over one hr and no failures were observed. The pump was subjected to multiple induced pump jams and acted appropriately during each jam. The pump was then run in reverse for over one hr and no failures were observed. A 3/8" tubing was loaded and five induced pump jam/overspeed errors with speed at 25 rpm's were created for testing purposes and the roller pump acted appropriately each time. The roller pump operated according to MFR's specifications. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
The service repair technician at the (B)(6) facility reported that during testing of the device at the facility, the customer experienced belt slip due to grease leakage from the bearing. There was no pt involvement.